Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial implant. The physician encountered difficulty placing this lead. Upon initial placement the lead did not return satisfactory sensing and threshold measurements. The lead was therefore removed and replaced prior to pocket closure. No adverse patient effects were reported.